Event description:
A consumer reports that following intraocular lens implant surgery, he has lost his near vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. This report was mailed to FDA on: 03/14/2008.